Event description:
It was reported by service report that the intouch bed had 37 pin connector pulled apart at flange inside head board and does not connect well to cable. Also, the stand off bolt is broken off in headwall. No injury reported.